Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed based on completion of device analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. A boston scientific engineering analysis of the device data indicated that the power consumption has been increasing gradually. The analysis also indicated that based on conservative modeling, this device will not deplete to the elective replacement indicator (eri) battery status within 90 days. Boston scientific technical services (ts) recommended that the device either be replaced or have the battery status reevaluated in 90 days time. The device remains in-service at this time. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed based on explant and replacement of the device.